Event description:
We used the 60 sureform multiple times (4). When they load up a blue stapler in the field, it failed to recognize the stapler load. The pa [physician assistant] tried to fix the robotic arm drape still with same result. They tried to load a green 60 load still could not recognize the load.